Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a tb safety syringe. The customer reports, the rn gave a young child a shot with the tb syringe. When they pulled the syringe away from the patient, the needle stayed in the arm of the patient. The needle was removed by the nurse. There was no injury to the patient or employee during the process.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.